Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Healthcare professional later reported "rupture". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken device, around 0-25% of the shell is missing, underweight. A microscopic analysis was performed which identified: broken bladder with striated edge assessed as surgical damage, broken shell with sharp edge on posterior and radius side assessed as unidentified (tear) opening (a dimension measurement in the shell was performed which identify the thickness within specification) and partial delamination of overlay (40%) assessed as cohesive failure. Based on the device analysis the final assessment is: broken shell with striated edge assessed as surgical damage consist in the use of some surgical tool. Broken shell with sharp edge assessed as unidentified (tear) opening. Delamination of overlay assessed as cohesive failure. Missing shell that is assessed as inconclusive.

Event description:
Healthcare professional later reported "rupture". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device remains implanted.